Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was admitted to the critical care unit because of diabetes ketoacidosis. During high blood glucose troubleshooting, the customer¿s blood glucose was 410 mg/dl and her current blood glucose is 324 mg/dl. And she treated with the pump but her blood glucose would not come down. The customer did not want to troubleshoot for her high blood glucose. Her symptoms were nausea and back pains. The customer was admitted on (B)(6) 2017 with the blood glucose of 410 mg/dl and was treated with and IV drip. She was wearing the pump at the time of her hospital stay. She was discharged on (B)(6) 2017. The customer also mentioned that she had issues with her transmitter as well. She mentioned that her blood glucose was 428 mg/dl in the morning. The pump and the transmitter will not be returning for analysis.